Event description:
During a coronary artery bypass grafting (CABG) procedure at the end of the procedure and patient rewarming, the bypass machine tubing to the oxygen reservoir came loose and blood came out of the tubing. Lines were clamped, no air in system, tubing was secured to oxygen reservoir using a zip time. Patient re-transfused and pump resumed.